Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet insulin pump experienced recurrent hypoglycemia, including lows after small snacks and late-night/early-morning lows, and described one meal event after a small sandwich where the pump delivered over 20 units within 30 minutes, prompting the user to pause insulin and consume carbohydrates. Symptoms included low blood glucose with a reported nadir around 65 mg/dl and associated need for oral glucose. Outcomes included transient hypoglycemia managed at home without medical intervention or hospitalization. Investigation included troubleshooting and education with review of usage factors such as meal announcements, exercise, target settings, and absence of external insulin dosing. Investigation of this case revealed no confirmed device malfunction, with potential contributing factors including meal announcement for small snacks, exercise-related increased insulin sensitivity, and algorithmic correction dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.